Event description:
It was reported that during an unk procedure, the clips will not hold after placing. One clip fell inside the pt's abdomen but was removed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.